Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post coronary artery bypass (CABG) surgery, the interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode found a stored high shock impedance measurement. During the interrogation the shock impedance measurement was within range. The device's memory was sent in for review. Upon review engineering found that during the CABG procedure, four shocks were delivered due to intermittent magnet placement. However, there were no stored episodes for these shocks since the intermittent magnet applies and terminates storage of the episode to the s-ICD. Engineering also noted that during the shocks, an impedance alert was signaled. Engineering determined the high shock impedance was likely due to the electrode being present outside the patient's body during the CABG procedure. Boston scientific technical services (ts) relayed the information from engineering to the field representative and requested confirmation from the physician that the electrode was outside of the patient's body during the CABG procedure and that the electrode had not been physically compromised. Engineering and ts believe that the weekly impedance test occurred when the patient's chest was open, which is why the out of range impedance measurement occurred. The field representative stated that the patient was followed up one last time prior to discharge and the shock impedance measurement for the electrode was within range. Inquiries to the surgeon did not yield any further information and review of the surgical notes did not mention the s-ICD or electrode, thus the reason for the out of range shock impedance measurement was unable to be confirmed. The field representative noted no further concerns were brought forward by the treating physician or staff. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.